Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Covidien was not authorized to evaluate the device.